Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced diaphragmatic stimulation cause by left ventricular lead. The lead was turned off (B)(6) 2013.